Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician noted no visual issues on the ui pcba. The pil technician installed the system ui pcba into a pil v60 standard test bed (stb) for testing. The unit operated as expected on all power sources: alternating current (ac) and battery combination, ac exclusively, battery exclusively. The device event log taken from the ui pcba showed no indication of random start-ups. The stb with the suspect ui pcba installed did not display any occurrences of an auto power on, or random start-ups at the pil. No error codes were generated with multiple power ons of the stb with the suspect ui pcba installed. The direct current (dc) power voltages noted on the ui pcba for 3.3 volts direct current (vdc), 5vdc, 12 vdc, and the 35 vdc were intact and within manufacturer's specifications. The pil technician verified that the ui pcba operates as expected. No problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the device will not start up on its own. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the user interface board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.